Event description:
Customer encountered a foreign particle inside the pre-filled syringe. At this time we have the device in service so that it can be evaluated by the provider.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a foreign particle inside the pre-filled syringe. To aid in the investigation, one sample in an opened packaging flow wrap and three photos were provided for evaluation by our quality team. A visual inspection was performed, and there is brown foreign matter, about 1/16" in size, in the solution. The three photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis. The foreign matter was confirmed to be some type of polyester. There are no polyester materials used in the manufacturing process. It could be possible the foreign matter came from an associates clothing. A device history record review was completed for provided material number 306565, lot 3297966. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the gowning in the different fill rooms was performed. All associates had proper gowning. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Customer encountered a foreign particle inside the pre-filled syringe. At this time we have the device in service so that it can be evaluated by the provider. Additional information received on 29 jul 2024: date of event identified? - 04 july. Is there any patient involved, if yes describe in detail. - no patient involvement. Quantity available for collection: 224 boxes (to be confirmed). Is sample contaminated, if yes inform the substance. Yes. It contains a substance of unknown type and origin. It should be indicated that it was inside the serum in the closed syringe, as part of the sterile contents.